Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer was wearing the pump at the time of hospitalization. Customer's blood glucose reading was 123 mg/dl. Nothing further reported.